Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed using an unspecified balloon. A 3.0 x 28mm implant was advanced; however, it was not able to be deployed as the balloon ruptured at an unspecified pressure. The balloon rupture was confirmed visually outside of the patient. Another unspecified device was used to complete the procedure. The final patient outcome was good. No resistance was felt during removal of the sheaths or during advancement to the target lesion. There was no reported clinically significant delay in the procedure. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the balloon was noted to be separated from the outer member at the proximal balloon seal. The reported balloon rupture could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.